Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination found that the product would not function. Inside the battery pack, several of the batteries were found to have leaked. The inside of the battery pack was corroded. This complaint is confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿leak¿ resulted in 18 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿leak¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 1. Reviewing the complaints for the lot number could not be performed as no lot number was reported for this complaint. The root cause of the reported event was that the batteries had leaked. However, the root cause for the battery leak could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after surgery, some liquid leakage from the battery was noticed at the time of disposal. No adverse events have been reported as a result of the malfunction.